Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface unable to obtain suction in the unknown eye during lasik surgery. There are two related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The reported product was not received at the production site and insufficient information was provided. Therefore, the root cause for the complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).